Event description:
It was reported that battery level changed unexpectedly while charging. There was no reported impact to the customer¿s blood glucose level. Customer did not request follow-up and no additional actions were documented from technical support.